Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿the left implant presents multiple deep folds¿,¿minimal periprosthetic liquid band¿ and "ultrasound findings suggestive of capsular contracture baker grade iii." Healthcare professional additionally reported ¿simple isolated bilateral infracentimetric cysts", "and oval hypoechogenic nodular image¿ not related to the device. Device remains implanted